Event description:
It was reported that during an angioplasty procedure through right subclavian vein, the pta balloon was allegedly ruptured. The procedure was completed using an another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One photo was reviewed. The photo shows the catheter and balloon which appeared to be bloody, the balloon noted in deflation position and unraveled fiber was noted on the balloon. The middle portion of the balloon noted to be tied up with the fibers and balloon noted to be deformed in the middle segment. No evidence of balloon rupture. Therefore, based on the photo review, the reported failure balloon rupture could not confirmed, however unraveled fibers and balloon deformation can be able to observe on the submitted photo. Therefore the investigation for the reported balloon rupture remains inconclusive as no evidence could not able to find from the submitted photo. However, the investigation was confirmed for identified fiber disturbance as the unraveled fiber were able to observer and the middle portion of the balloon noted to tied with the unraveled fibers was able to noted from the submitted photo. The investigation was also confirmed identified balloon deformation from the submitted photo as the middle portion of the balloon noted to tied with the unraveled fibers and the balloon noted to be deformed. A definitive root cause for the reported balloon rupture, identified unraveled fibers and material deformation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 02/2024). Device not returned.